Event description:
It was reported that during hospitalization the pt experienced a stroke. The condition was not pre-existing and not related to the device. The pt was treated with vasopressors/inotropes and intubation mechanical respiratory. The pt died in 2004.